Manufacturer narrative:
The reported event of the drive line being plugged in upside-down regarding the modular cable was confirmed. The returned modular cable (lot number 165375) was observed to have a burn mark on pin 4 (controller side) upon arrival. The modular cable was functionally tested and was found to perform as intended. The modular cable was connected to a test mock loop and a test system controller, and no atypical events occurred while the cable was in use, even when manipulated by hand. The damage observed on pin 4 of the modular cable, caused by the reported event of connecting the drive line upside-down, did not prevent the cable from performing as intended. Further evidence of the drive line having been connected upside-down was addressed via the system controller¿s investigation (MFR. #2916596-2019-04450). Evidence addressed under that investigation, as well as the burn mark observed on the modular cable's pin, indicate that the drive line was incorrectly inserted into the controller by 180 degrees as per the reported event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that while performing a system controller exchanged at the clinic it was noticed that the percutaneous lead was connected to the system controller upside down. Due to this, the system controller alarmed drive line power fault which was confirmed via the log file. The staff decided to exchange the system controller and the modular cable. The patient's asymptomatic and the pumps parameters were within the range. No further information was provided.

Manufacturer narrative:
Additional information was added to the manufacturer's investigation conclusion. Manufacturer's investigation conclusion: the reported event of the driveline being plugged in upside-down regarding the modular cable was confirmed. The returned modular cable (lot number 165375) was observed to have a burn mark on pin 4 (controller side) upon arrival. The modular cable was functionally tested and was found to perform as intended. The modular cable was connected to a test mock loop and a test system controller, and no atypical events occurred while the cable was in use, even when manipulated by hand. The damage observed on pin 4 of the modular cable, caused by the reported event of connecting the driveline upside-down, did not prevent the cable from performing as intended. Further evidence of the driveline having been connected upside-down was addressed via the system controller¿s investigation (MFR. #2916596-2019-04450). Evidence addressed under that investigation, as well as the burn mark observed on the modular cable's pin, indicate that the driveline was incorrectly inserted into the controller by 180 degrees as per the reported event. The device history records were reviewed and the records revealed that the vad modular cable (lot number 165375) was manufactured in accordance with mfg and qa specifications. Heartmate iii patient handbook section 2-¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.